Event description:
It was reported that the ventilator had an error code indicating primary alarm failed. There was no patient involvement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The service provider (sp) inspected the device and confirmed the reported issue. The sp found one of the wires on the speaker was split. The sp replaced the speaker assembly to address the issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. The replaced parts have not been received for internal component analysis at this time. If the parts are received, this complaint will be reopened for component root cause investigation.

Manufacturer narrative:
The faulty speaker was returned to philips for technical investigation: visual inspection of the speaker assembly revealed no evidence of damage or contamination. During testing, it was determined that the voice coil open in the speaker created the primary alarm failure 1102 error code.